Event description:
Related manufacturer reference numbers: 2017865-2023-40591. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker and right ventricular (rv) lead potentially exhibited post-paced t-wave over-sensing, and the rv lead further exhibited noise over-sensing. Programming changes were made. There were no patient consequences, and the patient would continue to be monitored.